Manufacturer narrative:
During the onsite visit the tm (territory manager) found it very difficult to track blue eyes. The tm replaced ir arrays and completed service installation record to specification. Without sample no deeper root cause analysis is possible. The possible root cause is a faulty ir arrays. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported tracker difficulties on blue eyes. Additional information has been requested.